Manufacturer narrative:
Additional information was added: correction: the actual device was not returned to the manufacturer. The lot was manufactured from october 16, 2019 - october 17, 2019. The actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water on both samples and no leaks were observed on either device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked "into the triangle in the corner of the bag during compounding." There was no patient involvement. No additional information is available.